Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced syncope and presented remotely to the clinic for a follow up. Upon examination, it was noted that the implantable cardioverter defibrillator exhibited non-sustained ventricular oversensing resulting in inhibition of pacing due to exposure to noise artifacts. The source of noise was reportedly caused by an equipment the patient was using at the time. No intervention was anticipated or performed. No further information was available.